Manufacturer narrative:
Involved product that broke during use was not returned and cannot be analyzed. Nothing unusual to report was found during dhrs review (batches #1619798, #1626363, #1626525, #1619792, #1626831, #1626837, #1627353, #1622630 and #1628040). Per bounding with previous complaint pr#1940793, some available unused files had been evaluated and found in compliance with specifications. According to our prescriptions, we can consider that the production vdw batch #316781 is conform (representative sampling). Production meets specifications additional information was received indicating that the broken portion of the file was removed from the patient's tooth.

Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it was reported that a reciproc blue broke during use. Broken part could not removed, forwarded to endo specialist.